Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that patient's infusion set's tubing fell off while she was sleeping. Her blood glucose level was 366 mg/dl when she woke up. Moreover, she did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.